Manufacturer narrative:
Article citation: coombs, demetrius m., aliotta, rachel, jagadeesh, deepa, et al. Breast implant-associated anaplastic large cell lymphoma with invasive chest wall masses. Annals of plastic surgery. 26/mar/2021; 1-6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma persisted.

Event description:
Though journal article ¿breast implant-associated anaplastic large cell lymphoma with invasive chest wall masses¿ authors report that a previously occurring ¿seroma persisted.¿ further reported was that ¿at the time of removal, the surgeon noted a significant amount of unusual ¿inflammatory tissue¿ surrounding the implants.¿ affected side is right. The device has been explanted and not replaced. The manufacturer of the device is unknown.